Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore, no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 (vh-4000) device had progressive deterioration in performance until it did not work. The harvester rested the unit for 30 seconds to cool, but performance was still intermittent. A replacement vasoview hemopro endoscopic vessel harvesting system (vh-3000) was used to complete the procedure. The product is not returning.